Event description:
It was reported the patient¿s implantable neurostimulator (ins) stopped working and the ins was explanted.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly; it was normal end of life and telemetry/output were ok.

Event description:
Additional information received reported that the implantable neurostimulator (ins) reached end of service (eos) prematurely. It was noted that there was no patient death. The reporter stated the ins reached eos too soon.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 7 482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3389s-40 lot# v104837, implanted: 2008 (B)(6); product type lead product ID 3389s-40 lot# v141078, implanted: 2008 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.